Manufacturer narrative:
Updated the narrative to capture the correct reason for hospitalization in this report.

Event description:
The territory manager reported via social media that the customer was hospitalized for an unknown date for unknown reason.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The territory manager was reported via social media that, the customer was hospitalized for an unknown date for unknown reason. No other information was provided. The insulin pump will not be returned for analysis.